Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that during a device upgrade, myopotential oversensing was observed on the lead. The lead was explanted when repositioning was unsuccessful. The patient condition was fine.